Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone update rec'd 8/18/2014- pfs and medical records received. Part/lot was provided. A dor was provided. After review of the medical records the revision indicated metallosis and corrosion on the taper and cup. The stem and cup are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/7/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the cup, head, and liner provided product/lot combination(s) since release for distribution. A worldwide complaint database search found one additional complaint against the stem provided product and lot combination. A review of the device history records for the stem did not reveal any related manufacturing deviations or anomalies. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
The patient harm was updated and added hospital name.